Event description:
The customer reports that the unit was intermittently self activating the bipolar output. The display shows abnormal characters. Also, the monopolar and bipolar lights were flickering, and when pressing the cut power up this would cause the bipolar power to climb up, both in unpredictable increments. Ultimately, the keyboard display registered no output in any mode.